Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was received loaded in the hoop and resistance was not noted while withdrawing. Visual inspection of the returned device revealed that the distal tip elongated at 251.3cm to 252cm from the proximal end, and the distal tip bent at 252.5cm to 260cm from the proximal end. Also, the proximal end is peeling at 2.5cm to 7.7cm and at 27.4cm to 30.2cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based analysis received on (B)(4) 2013. It was reported that prior to an unspecified treatment procedure, the tip of the guide wire was noted to be stretched. While removing the (B)(4) amplatz super stiff guide wire from the package, the tip of the amplatz was stretched. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis indicates that there was peeling..